Manufacturer narrative:
Date of event - estimated as it was reported that the tee was performed four weeks prior to the comment by the patient, which would be approximately (B)(6) 2021.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted. Six months post index procedure, the patient had a small thrombus on the surface of the closure device. The patient was taken off their plavix regimen and was placed back on eliquis. The patient had another transesophageal echocardiography (tee) performed on (B)(6) 2021, which still showed thrombus on the device. The patient continued their eliquis drug regimen.